Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced repeated hyperglycemia, with a highest continuous glucose monitor (cgm) reading of 267 mg/dl, while frequently using meal announcements as correction entries, which the agent suspected led to maladaptation and reduced insulin delivery relative to need. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included review of user-reported history and coaching on appropriate use of meal announcements versus correction dosing, with additional training arranged. Investigation of this case revealed user technique/use error contributing to algorithm adaptation that delivered less insulin than expected for correction of highs, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique/use error leading to inadequate insulin dosing.